Event description:
It was reported the device gave a "double beep" alert during testing. No patient involvement.

Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. According to the investigation the device was started in application, and no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure.